Event description:
An international representative reported that he was present while a cosmetic surgeon performed a brow lift procedure for the first time using quill #1 pdo material. During the procedure the surgeon had to remove and replace the quill device on one side of the face due to misplacement of the material. The removal of the first device caused some tissue damage. The second device was implanted, leaving a piece exposed near the brown in case future adjustments needed to be made. Day one (1) post procedure, patient reported that the suture had "ratchetted" up from the brow towards the scalp. This occurred on the side that the surgeon experienced the misplacement and tissue damage and also the side the patient slept on. No additional clinical information could be obtained.

Manufacturer narrative:
No samples were available for evaluation. Therefore, no testing can be performed. The device was not available for evaluation. No product evaluation can be performed. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. Relevant portions of the device history records were reviewed and there were no corresponding issues identified during the manufacturing processes or at final inspection. To date, no other complaints have been received for the reported finished good lot. It is not certain if the patients' non compliance with post-operative instructions or the technique and placement of the device contributed to this event. A definitive root cause can not be determined at this time. Angiotech reference: (B)(4). Item # ra-1024q, quill knotless tissue closure device, #1 pdo, lot m383650.